Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on, battery is dead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on, battery is dead. There was no patient involvement.

Manufacturer narrative:
Additional information: e1( event site postal code & state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and stated that the console was no longer in its base for repair. Therefore, no parts have been replaced as no malfunction is identifiable. There is no service related information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.